Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility discovered that the function board eeprom was burnt. This was noticed during power-up of the unit after the biomed completed cbe upgrades. A patient was not connected to the machine at the time of the incident. Follow-up information with the biomedical engineer confirmed that after the cbe upgrade was complete, the machine was turned on and there was a burning smell. The biomedical engineer turned the machine off and found the eeprom was charred. There was no smoke, sparks, or fire. There was no other damage to any other components. The biomedical engineer replaced the eeprom. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. At this time, further information is being gathered to determine if the burned eeprom is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that the eeprom was charred. The biomed replaced the eeprom to resolve this issue. Additionally, both the function board and the power logic board were replaced during the service activities performed on this machine. Following the part replacements, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.